Event description:
Post-operative knee pain was reported. Revision surgery is planned.

Event description:
Post-operative knee pain was reported. Bone scan was negative for implant loosening. The patient is being tested for metal allergies. Revision surgery is planned.

Manufacturer narrative:
Post-operative knee pain was reported. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification.